Manufacturer narrative:
(B)(4).

Event description:
The customer alleges there was a pinhole found during "catheter over needle" and a blood leak was confirmed. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-4301-ej kit containing a catheter-over-needle assembly, an arrow raulerson syringe (ars) and an I ntroducer needle. The catheter-over-needle assembly was returned with the introducer catheter fully retracted onto the needle. Visual examination of the catheter-over-needle assembly did not reveal any damage or anomalies. Microscopic examination of the assembly did not reveal any damage or anomalies. No pinholes were observed in the catheter body and no cracks were observed in either of the hubs. The introducer catheter outer and inner diameter, and the introducer catheter overall length were measured and were found to be within specification. The catheter was pressurized with water at 5psi for 30 sec with the distal occluded and no leaks were observed from any part of the catheter. The catheter was able to advance off of the needle with minimal resistance. The needle was flushed with water and functioned and expected. A device history record review was performed on the catheter-over-needle assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for catheter insertion. The IFU also notes "ind welling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The customer report of pinhole in the introducer catheter could not be confirmed through testing of the returned sample. No pinholes or defects were observed on the returned catheter-over-needle assembly and the catheter passed functional leak testing. The catheter met all other relevant functional, visual and dimensional testing and a device history record did not reveal any manufacturing related issues. Based on the condition of the returned sample, no problem was found with this sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges there was a pinhole found during "catheter over needle" and a blood leak was confirmed. A new kit was used.